Event description:
It was reported that the customer's insulin pump alarmed no delivery, possibly indicating a reservoir occlusion. Customer's blood glucose was 191 mg/dl. After changing infusion set and reservoir, customer was able to prime with insulin exiting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.